Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however, medical records and images were provided. The investigation is confirmed for perforation, but inconclusive for migration. The definitive root cause for the reported event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced perforation and migration. This information was received from one source. One patient was involved with no patient consequences. The patient was a (B)(6) year old male. Weight information was not provided.